Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 84 year-old female with a past medical history of coronary artery disease, congestive heart failure, chronic obstructive pulmonary disease, and prior cerebrovascular accident presented with severe multivessel coronary artery disease. The patient was declined for surgical intervention, and the family elected to proceed with a high-risk percutaneous coronary intervention. Extensive pre-procedure planning was performed due to concerns regarding the patient¿s complex vascular anatomy and coronary lesion characteristics. A decision was made to pre-emptively place an external femoral-to-femoral bypass beginning in the right femoral artery if flow was compromised in the left femoral artery during the procedure. Access was then obtained in the left femoral artery, and intravascular ultrasound imaging of the iliac artery was performed, demonstrating a vessel diameter of five millimeters throughout. The sheath was exchanged for a peel-away sheath. Following placement, a distal angiogram demonstrated absence of flow. The external femoral-to-femoral bypass was initiated to maintain perfusion for the duration of the case. An impella cp was successfully implanted. Single-access technique was used with a companion sheath, and the percutaneous coronary intervention was initiated. During the procedure, the physician noted bleeding from the companion sheath. The decision was made to proceed with the percutaneous coronary intervention on the right coronary system. Two units of packed red blood cells were administered, and the percutaneous coronary intervention was successfully completed. A repeat distal angiogram performed through the side port demonstrated minimal flow. The clinical plan was to continue external femoral-to-femoral bypass support and maintain the impella device in place with the intention of surgical removal the following day. The patient was transferred to the cardiovascular intensive care unit for monitoring. On the following day, the impella device was successfully weaned and explanted without complication. While the pump is conservatively coded for bleeding and ischemia, it is more likely that the patient¿s vascular disease, anatomy, and anastomosis procedure that were identified prior to initiating the case contributed to the complications. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
Per reviewed, the health effect clinical code and health effect impact code have been updated accordingly.

Manufacturer narrative:
Corrected information has been provided in d4 (serial number). Ischemia: the cause of the injury was unable to be determined due to insufficient clinical details. Asae/ major bleed : the root cause of the access site adverse event was not determined due to insufficient clinical details.